Event description:
Co became aware of the event on 3/7/97, via a letter from the child's mother. Upon calling the customer, it was learned that the child had been taken to the e.r. On 2/12/97 because he seemed to be in pain. The hosp obtained a mercury rectal reading 101 f. The doctors diagnosed the child with a cold and ear infection and released the child. An antibiotic was prescribed, the customer was told to monitor her son's temperature and administer tylenol and motrin. The next morning, the customer believed her son's ear drum had burst and there was a great deal of drainage in his ears, which she clelaned out. At 4:00pm, tylenol was adminstered. At 8:15 pm, she obtained 3 readings using the ear thermometer 99.2, 99.5 and 99.5 f. Although the child's baseline temperature is 97.6, no medication was given. At 8:30 pm, the child seized. Twenty minutes after the seizure, a mercury rectal reading of 103.8 f was obtained. A stronger antibiotic was prescribed and the customer was told to wake the child every 3 hours to administer tylenol or motrin.